Manufacturer narrative:
(B)(4): the device has not been returned for evaluation.(B)(4)

Event description:
Distal tip of drill bit broke off inside patient's hip when surgeon was doing a labral repair. The surgeon was unable to retrieve broken drill bit.

Manufacturer narrative:
Evaluation of the returned drill confirmed the following observations. The proximal end that interfaces with the drill chuck is damaged; which indicates the drill may have slipped in the drill chuck during use. The shaft of the drill is bent. Consistent with excessive force being placed on it during use. The distal end of the shaft is heavily scored proximal to the broken drill head. Drill head is bent and twisted. There are no material voids present in the break area. All dimensional and material criteria that could be verified met print specification. Device has been in use for three years without previous issues. (B)(4).